Event description:
Surgeon had to revert from an arthroscopic surgery to a full open rotator cuff repair when the suture lock did not engage. Technician indicated surgeon may have placed implants too close together.